Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. No boot issues were observed during burn-in testing. No failure was found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a hardware failure and they replaced the computer and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. It was reported that during operation, the event that the product shut down and then rebooted occurred. Confirmation was made, but no reproducibility was observed. It was further reported that the system did not boot. Issue resolved with computer replacement. There was no patient present when this issue was identified.